Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Corrected fields: e1, e2 (field should remain blank) and g2 (company representative is not applicable to this event). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunctions were not confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred during a therapeutic hysteroscopic endometrial resection procedure. The intended procedure was completed using a similar device.

Event description:
It was reported that the video system center did not produce an image. The issue occurred during preparation for use intended for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. Full establishment name: (B)(6) hospital (B)(6).